Event description:
According to the complainant, the packaged product was not sealed properly. Follow up received confirmed the product had not been used and was being returned. There was no patient involvement.

Manufacturer narrative:
A visual examination of the returned device revealed the top of the pouch and tray have been damaged. In addition, the tray has been deformed along the top edge. The pouch has a large cut in the tyvek side where it physically contacts the edge of the tray. The customer's complaint is confirmed. The root cause of the complaint is damage to the packaging that occured in transit.